Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator exhibited undersensing. Programming changes were implemented. There were no patient consequences.